Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-apr-2026, a sales representative reported via email that an ar-1938bc knotless biocomposite suturetak anchor broke during insertion. A replacement anchor was opened, and the site was redrilled to complete the procedure. The event occurred during a surgical procedure on (B)(6) 2026. No patient injury was reported.